Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation revealed post-paced t-wave oversensing and atrial lead noise causing inappropriate mode switching. The device was reprogrammed and the patient was in stable condition. (B)(4).